Event description:
It was reported that when using the bd pyxis¿ medbank main, the user was unable to issue medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medications. A technical support specialist (tss) remoted into the system and assisted the customer in performing a cycle count. After completing the cycle count, the customer was able to successfully issue medications, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.